Manufacturer narrative:
(B)(4). Batch # r9212c. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that at the moment of the activation, the part of apprehension of the piece detached from the clamp, impossible to use. No patient consequence reported.